Event description:
It was reported that the device was fired and it locked out. The customer used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Eval summary: the instrument was returned in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing requirements when tested. The instrument locked out as intended after firing the remaining clips. The instrument was fully functional and conforming to manufacturing requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. Two unformed clips and one scissored clip were returned in a separated plastic bag. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.